Manufacturer narrative:
The logs were reviewed by gehc technical support and the hospital biomed. The hospital biomed replaced the ventilator interface board. No report of patient involvement.

Event description:
The hospital reported the unit had a ventilator failure. There was no report of patient involvement.